Event description:
This customer reported intermittent and then solid 1-lead ECG v2 signal loss.

Manufacturer narrative:
This customer reported intermittent and then solid 12-lead ECG v2 signal loss. A philips field service engineer evaluated the device at the customer site and resolved the failure by replacing the leads ECG trunk cable.